Event description:
The customer reports (B)(6) assay results for one patient generated on an architect i2000sr analyzer. The patient is a known (B)(6) carrier currently on interferon therapy. The following results were provided: architect : 0.55 s/co ((B)(6)); also tested on another architect platform in the lab: 0.69 s/co ((B)(6), serum sample); 0.67 s/co ((B)(6), plasma edta sample). (B)(6) result: 40.941 u/ml ((B)(6)). Roche (cobas e601): 29.05 coi ((B)(6)) with (B)(6) positive. Roche (elesys 2010): 25.46 coi ((B)(6)). Controls have remained within specifications on all runs with no impact to patient management reported. The customer states that no suspect results have been reported from the lab.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37, that has similar products distributed in the us, list numbers 01l79. (B)(4).

Manufacturer narrative:
There were no returns available from the customer site for this evaluation. Additional testing results from the customer site documents pcr results of less than 12 iu/ml. Both analytical and clinical sensitivity were evaluated using a retained in-house reagent kit of the architect anti-(B)(6) assay lot 39862li00. Results for both the sensitivity panels and seroconversion panels met specifications, indicating acceptable performance of this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-(B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.